Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to diabetic ketoacidosis. Blood glucose value at he time of admission was around 400 mg/dl. Customer was vomiting, nauseous, thirsty, and feeling very sick. She was in the hospital 2 or 3 days nothing further reported.